Manufacturer narrative:
A2): patient's date of birth unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. The patient's vessels were compromised due to undergoing radiation treatments for breast cancer. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and the glidelight's teflon outer sheath on the ra lead, the ra lead appeared to be dislodged, hanging in the superior vena cava (svc). Advancement was made through the subclavian and into the svc, reaching approximately 1/2 inch from the tip of the lead. The lead released, and was removed through the glidelight. Then, the glidelight was removed; however, a slow, gradual drop in blood pressure was noted, along with an effusion detected via transesophageal echocardiography (tee). Rescue efforts began, including rescue balloon, bypass, and sternotomy. A perforation to the lateral wall at the svc/ra junction was discovered and repaired, and the rv lead was extracted post-sternotomy with use of the same glidelight. The patient survived the procedure. This report captures the 14f glidelight in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.